Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature. The article can be found at https://doi.org/10.1016/j.injury.2024.111824. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the core institute. The title of this report is ¿how difficult is titanium plate and screw implant removal? A retrospective case series ¿, published on 13 august 2024, which is associated with the stryker axsos 3 femur system. A retrospective case series was conducted from 2017 to 2020. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that: 157 patients who had titanium plate and screw removal were included. All 3 patients in whom axsos 3 ti distal femur locking plate was implanted underwent implant removal due local irritation. This is for patient 3 out 3.